Event description:
User facility medwatch report ((B)(4)) received that states "upon post dilation of stent placement, non-complaint balloon ruptured". No additional information has been provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incidents for this product was not performed because a part and lot number combination could not be identified and only the lot number was reported. Additionally, the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attached medwatch report # (B)(4).